Event description:
In 2006, the sales rep reported a revision surgery on an incompass construct l3-s1. After removing seven of eight closure tops, the eighth would not unlock resulting in the shaft of two universal drivers twisting and breaking. Two add'l drivers were used and the tips broke. The rod was cut with a rod cutter and the screw was removed. Two days later, the rep reported the initial plif surgery was performed six months prior. The revision surgery was due to pseudoarthrosis. There was minimal surgical delay and no report of patient injury.

Manufacturer narrative:
Construct was removed due to patient failed fusion. No product deficiency of the construct were reported. Per product labeling, pseudoarthrosis is a known risk of fusion surgery.